Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. A manual insulin injection and correction bolus via the pump were administered to address the bg level. Reportedly, the pump supplies were changed to address the issue. Recommendation was made to consult with a healthcare provider regarding diabetes management.